Event description:
The unspecified procedure associated with the reported event was diagnostic.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the investigation, the subject device was not returned for evaluation; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a b30 scope communication error. It is unspecified when the issue occurred. There were no reports of patient harm.